Manufacturer narrative:
Doi: 10.1111/os.13360 a2. This value is the average age of the patients reported in the article on which olif was performed as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article on which olif was performed as specific patients could not be identified. B3. Please note that this date is based off of the date of acceptance of the article. D4: product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. G4: 510(k)# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding clinical and radiographic comparison of oblique lateral lumbar interbody fusion and minimally invasive transforaminal lumbar interbody fusion in patients with l4/5 grade-1 degenerative spondylolisthesis. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: clydesdale spinal system, cd horizon solera voyager spinal system, capstone peek spinal system. Among clydesdale spinal system, cd horizon solera voyager spinal system, capstone peek spinal system patients adverse events / device product performance issues included: mi-tlif (minimally invasive transforaminal lumbar interbody fusion) cage subsidence: 3 months postoperatively: 16 24 months postoperatively: 21 cage retropulsion: 2-year follow-up: 6.7% (3 patients) intraoperative complications: dural tears leading to cerebrospinal fluid leaks: 4.4% (2 patients) postoperative complications: leg pain/numbness at 24 months: 3 patients (same patients with cage retropulsion)(resolved after revision surgery) right l5 root palsy due to local hematoma: 2 patients (recovered within 3 months) olif (oblique lateral interbody fusion) cage subsidence: 3 months postoperatively: 3 24 months postoperatively: 3 intraoperative complications: l4 segmental artery injury: 3 cases (managed with hemoclip) postoperative complications: lumbar sympathetic trunk injury: 5 patients, recovered within 3 months leg weakness/numbness: 4 patients, transient and recovered within 3 months.